Event description:
Lhc procedure a shockwave lithotripsy balloon catheter that is used to open up blockage in the coronary artery had sparks at the end of the device outside of the body. This device was immediately removed, and a new device was used for the procedure. There was no harm to the patient.